Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a blank display on their insulin pump. The customer's blood glucose was 184 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery. The display did not return. Advised customer to remove the battery for ten minutes, clean the battery contacts, and insert a new aaa alkaline battery. The customer inserted a new (B)(6) aaa alkaline battery, and the blank display persisted. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.